Event description:
It was reported to boston scientific corporation that a resolution clip device was used to close a perforation in the sigmoid during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the handle broke when the nurse attempted to release the clip from the catheter. The endoscopist and the nurse tried to release the clip form the sheath and the clip eventually released from the catheter by wiggling and pushing the wire. Therefore, the procedure was able to be completed with this device. There were no patient complications due to the clip reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable; however the patient was transferred due to another reason. No further information was provided.

Manufacturer narrative:
Reported issue of clip difficult to release from catheter. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted the clip fully deployed and not returned. The control wire was separated per design. A kink was noted in the control wire. The sheath grip was detached from the over sheath. Based on the condition of the returned device, reported failure could not be confirmed. Anatomical and procedural factors encountered during the procedure could have limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used to close a perforation in the sigmoid during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the handle broke when the nurse attempted to release the clip from the catheter. The endoscopist and the nurse tried to release the clip form the sheath and the clip eventually released from the catheter by wiggling and pushing the wire. Therefore, the procedure was able to be completed with this device. There were no patient complications due to the clip reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable; however the patient was transferred due to another reason. No further information was provided.